Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes . D9: returned to manufacturer on: 11-nov-2025. Investigation summary: bd received 10 samples and one (1) photo for investigation. The customer samples were visually inspected for gel defects and additive abnormality, with no failures observed for either issue. Additionally, the photo was reviewed and the indicated failure mode for poor barrier separation was observed. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during an internal bd validation study of bd vacutainer® sst¿, red blood cells seeped through the barrier of one tube. Sample was recollected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that during an internal bd validation study of bd vacutainer® sst¿, red blood cells seeped through the barrier of one tube. Sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.